Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00190 it was reported the patient lost stimulation. It was determined the lead had migrated. There were no reports of a fall or physical trauma. The lead was repositioned and effective therapy was restored. Therapy was restored.